Manufacturer narrative:
Unk, unk , unk . This product is not marketed in the us device problem code: 1494 - off-label use, under 21 yrs of age at date of implant claim# 718202.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/1.0/107 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on 03/sep/2020 for a shorter length lens due to excessive vault. This resolved the problem.cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim#: (B)(4).